Manufacturer narrative:
This investigation was limited due to the information provided by the complaint initiator. Identifying information, such as the lot number of the device was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During a surgical procedure, it was reported that paragon 28 jacobs adapter would not connect properly to the drill bit. The surgeon used the jacobs adapter with the drill bit which became wobberly. The jacobs adapter was loosened to the point that the drill bit cut through the guidewire. The piece was left in the patient's bone.